Manufacturer narrative:
The device mechanism is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. The device was returned to the biomedical dept with a report of a the device alarming with a s321 malfunction alarm code. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. Though requested, no additional information was provided